Manufacturer narrative:
Catalog number - 100864401.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Lap. Cholecystectomy- "the instrument was inserted as normal, plunger depressed, bag has instantly slipped off the metal prongs exposing these prongs to the internal abdominal area." Patient status - "patient fine and discharged."

Manufacturer narrative:
Additional information was requested and received. Investigation summary: the event unit was returned for evaluation. Upon inspection engineering confirmed that the tissue bag had fallen off the support prongs of the inzii retrieval system. The event unit was disassembled for further investigation. An internal component, the "pawl," was noted as being deformed. No other non-conformances were observed. The root cause of this incident is unknown but likely due to either design or use error from not following the instructions for use (IFU) which call for the tissue bag to be fully deployed by pushing the thumb ring completely forward to the stop prior to retraction. If the device was retracted prior to full deployment, the supports may be pulled away from the tissue bag and caused the tissue bag to detach from the supports when re-deployed. The hazard analysis was reviewed and determined that the risk associated with this incident is acceptable and the risk level remains the same. No corrective actions are warranted. Although the root cause of the customer's complaint could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from applied medical team member, october 10, 2016 - the bag was partially on the prongs when it was deployed but it did not completely fall off until the specimen was inserted. The plunger was not retracted prior to full deployment. As the bag was unrolled in the usual way against soft tissue, graspers were used to place the specimen in the bag. After graspers were used to place the specimen in the bag, the bag has slipped completely off the prongs. The specimen was then removed using the existing bag.